Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as irritated under te pad #3. There was no alleged device malfunction contributing to the irritation. The patient¿s nursing staff treated the are with cream and gauze. Follow up indicated that the skin irritation improved.